Manufacturer narrative:
Concomitant medical products logic femoral ps cem left sz 4 (cat# 02-010-01-0240 / serial# (B)(4)) logic tibia traptray cem sz 4f/4t (cat# 02-012-41-4040 / serial# (B)(4)) three peg patella 38mm (cat#200-02-38 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight years post initial left tka, the male patient had a revision due to poly wear and osteolysis of logic ps insert. Patient was revised to a logic psc size 4 13mm insert. There was no breakage of device or surgical delay/prolongation. Patient was stable upon leaving the or. Patient was last known to be in stable condition following the event. X-rays and photos received. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
(H3 the revision reported was likely the result of malalignment, third body wear, instability, patient-related conditions, or any combination of these possibilities, which led to wear/delamination of the tibial insert. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Correction -hospital care: admitted (B)(6) 2022/ discharged (B)(6) 2022.

Manufacturer narrative:
These devices are used for treatment not diagnosis. There is no requirement for a new investigation. There is no additional information available.

Event description:
Additional information received via legal department -revision operative report of (B)(6) 2022 - postoperative diagnosis: failed left knee replacement due to polyethylene wear and osteolysis. Indication: the patient has pain, synovitis, and osteolysis seen towards the posterior part of the femur, somewhat on the medial edge of the upper tibia, but a large hole in the lateral portion of the upper tibial. This is seen on MRI and CT. On x-ray, CT, and MRI, there does not appear to be any loosening. There was extensive, white-colored synovitis throughout the knee. The polyethylene insert had some wear anteromedial and was also loose; this was removed. Femoral and tibial components showed no loosening. Osteolytic material was debrided from the upper medial tibia and from behind the lateral posterior condyle. The defect was filled. Sterile dressings were applied. There were no complications. The patient was transferred to the recover room in stable condition. Hospital care: admitted (B)(6) 2022 / discharged (B)(6) 2022. No additional information.